Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to pain and instability.

Manufacturer narrative:
Additional information: the associated complaint device was not returned. The manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed lot or failure mode. The clinical/medical team concluded it was reported that the patient underwent a 2nd revision surgery of the post-stabilizing insert approximately 8 months post implantation due to pain and instability. There are two undated x-rays provided and reviewed, however, there is no indication whether the images are pre 1st revision or pre 2nd revision. The images show a well fixed femoral and tibial component and a thick insert. There are no patient clinical/medical records provided for review. Additionally, the product is not available for return. Based on the information provided and reviewed, there is no indication of patient injury beyond the revision procedure. Therefore a thorough clinical assessment is unable to be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.